Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device can not be reviewed. A review of the historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a septostomy procedure, wire breakage occurred. Access was through the right femoral artery, however it took multiple operators several hours before access was achieved. A 4fr sheath was then placed. Left femoral vein access was also attempted but not achieved. A femoral vein cutdown was performed, and a left femoral vein 6fr sheath was introduced. No IV heparinization was given for the right femoral artery sheath due to the left femoral vein cutdown. The right femoral artery sheath was flushed periodically with heparinized saline. The septostomy was performed successfully, however, the following day the patient was noted to have some discoloration of the right leg. A review showed that a portion of the choice pt wire was located intra-arterially in the right femoral artery. The common femoral artery, profunda femoris and proximal superficial femoral artery appeared patient with triphasic signals; however, the distal sfa-popliteal artery appeared occluded with intraluminal thrombosis. The patient was treated with a course of tpa through an umbilical artery catheter. A right femoral exploration was completed, with removal of the identified wire fragment and aspiration of a small amount of clot being evacuated. The patient was transferred in critical, but stable condition to nicu.